Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was unable to duplicate the user's report of video image difficulty. However, there was evidence of corrosion from fluid invasion found in the electrical connector, likely the result of user mishandling, which may have contributed to the user's experience. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy, there was a complete loss of video image experienced. The procedure was completed with a different, but similar device and no pt injury was reported.